Event description:
It was reported that this a yellow alert posted to the physician website indicating that this right ventricular (rv) lead exhibited an episode of rv intrinsic amplitude out of range . The physician reported no under-sensing, and device functioning appropriately. The device remains implanted. No adverse patient effects were reported. New information was received that a yellow alert posted to the physician website indicating that this right ventricular (rv) lead exhibited an episode of rv intrinsic amplitude out of range, noise over-sensed as vf and inhibiting pacing, greater than 2 seconds. The rv lead remains implanted, no adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.